Event description:
The customer reported that a patient coded on the system. The device was in use on patient at time of event, there was an adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the patient being monitored was not being displayed on the central station due to a lack of a network access point. The fse installed the wireless access point that was in the hospital closet. The fse confirmed the access point in that area increased coverage greatly after install. The philips field service engineer (fse) confirmed the customers device issue and resolved the system issue by installing the hospital wireless access point.